Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing resulting in non-sustained right ventricular (rv) oversensing episodes, non-sustained ventricular tachycardia and fibrillation detection with high voltage charging. However, no shock was delivered due to sinus redetection. Technical support reviewed the session records and suspected rv lead damage on a non-abbott lead. In addition, possible myopotential oversensing. The oversensing led to pacemaker inhibition with pauses in the ventricular rhythm. The device was reprogramming and the patient will be monitored. No lead damage was seen on x-ray examination and the cause of the oversensing could not be determined. There were no adverse consequences to the patient.